Event description:
The customer reported clicking noise with the pump in style and breast infection.

Manufacturer narrative:
A replacement pump was sent to the customer. On (B)(6) 2013, a medela clinician spoke to the customer, at which time the customer confirmed the issue was resolved with medication that cleared the infection and that the new pump is working well. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).